Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. In 2006 the patient had symptomatic uterine prolapse and cystocele with pelvic pressure and urinary stress incontinence. Desires surgical repair. Under general anesthesia procedure (s) performed are total vaginal hysterectomy, anterior avaulta colporrhaphy, tension-free vaginal tape, cystoscopy, perineorrhaphy. Complications post avaulta and uretex placement are in 2007 the patient continued to have an area of exposed mesh in the anterior vaginal wall. This is producing vaginal discharge and some bleeding. Treatment with premarin cream has not resulted in closure. The plan is to close this area secondarily. Also underwent revision of avaulta mesh under general anesthesia. Complications post interventional surgery are she had problems with the mesh in the midline becoming exposed. Several attempts have been made to excise this, but it continues to reoccur. First mesh revision surgery: in 2007: underwent revision of avaulta mesh of the anterior vaginal wall under general anesthesia.